Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Perforation and death are included as possible complications in the instructions for use (IFU) for the indigo aspiration system. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure left and right pulmonary artery using an indigo system flash aspiration catheter (flash catheter), a non-penumbra catheter, a neuron select catheter 6f (6f select), a non-penumbra sheath and a guide wire. It was reported that the patient was in critical status prior to the procedure. During the procedure, the physician completed four passes in the right and left lobes of the lung. While completing the fifth pass in the left lobe, the patient started coughing blood and was sat up. A rapid response team was called to resuscitate and stabilize the patient. The procedure ended at this point. A perforation in the left lobe was noted in an x-ray post procedure. The patient was then transferred to the medical intensive care unit (micu). Later, the patient expired. It was reported that the device performed as intended and that aggressive maneuvering and the fragility of the patients lungs may have contributed to the perforation.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 04/18/2024: 1. Section b. Box 2. Date of death h3 other text : placeholder.